Event description:
A facility administrator (fa) at a user facility reported that the blood pump rotor of the 2008t machine punctured the fresenius bloodlines at an unspecified point during the patient¿s treatment. The fa stated that the reported event was visually observed by the staff. The machine also stopped treatment and alarmed with an error message (not specified). The patient's total estimated blood loss (ebl) was 100 ml. The fa confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being transferred to a new machine and being re-setup with new supplies (including a fresenius dialyzer). The fa stated that the cap on the rotor was replaced to resolve the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer investigation determined that there is a causal relationship between the objective evidence and the alleged event; the alleged event is confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator (fa) at a user facility reported that the blood pump rotor of the 2008t machine punctured the fresenius bloodlines at an unspecified point during the patient¿s treatment. The fa stated that the reported event was visually observed by the staff. The machine also stopped treatment and alarmed with an error message (not specified). The patient's total estimated blood loss (ebl) was 100 ml. The fa confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being transferred to a new machine and being re-setup with new supplies (including a fresenius dialyzer). The fa stated that the cap on the rotor was replaced to resolve the reported issue.